Event description:
Roticulator (auto suture) discharged without surgeon activating instrument causing additional blood loss (approx 300cc's). In fully locked and closed position roticulator cuff released from tissue of vaginal cuff.